Event description:
It was reported that the user experienced elevated blood glucose levels after a usual meal and intermittently self-injected insulin to reduce high readings while using subcutaneous insulin therapy with contact detach infusion sets, and the user noted supply issues with usual fiasp prefilled cartridges and was using unfilled cartridges. Symptoms included hyperglycemia without ketone testing, dizziness, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no hospitalization, and no emergency assistance. Investigation included complaint intake with troubleshooting and education, and no device alerts or alarms were reported. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction. It was concluded that the event was user-reported hyperglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.